Event description:
The pt was a (B)(6) female. The target lesion was the mid-lad. The vessel was a de novo, not calcified or tortuous. There was 90% stenosis. After crossing the guidewire successfully, ivus was conducted. Pre-dilation with a balloon (2.0/20mm: ryujin) was conducted. Then, to further dilate the lesion, a firestar (2.5/20mm) was delivered to the target wand was inflated. Upon reaching 7 atms of pressure; the balloon ruptured. The physician retrieved the firestar without difficulty. Finally a stent (4.0/8mm: vision) was implanted. The procedure was safely finished. There was no pt injury reported.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.